Manufacturer narrative:
Further information was requested, but not yet available. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received on (B)(6) 2019 indicating that the patient presented for procedure on an unknown date and the lead was explanted.

Event description:
New information received on (B)(4) 2019 indicating that the patient presented on (B)(6) 2019 for procedure. The patient was stable throughout the procedure.

Manufacturer narrative:
A partial lead measuring 56.5cm from the distal end was returned for analysis. External insulation abrasion was noted from 32.0cm to 32.1cm from the distal tip consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that since (B)(6) 2019, a high degree of variability was noted in measurements of the right ventricular lead. In april 2019, ventricular noise reversion episodes were recorded. In (B)(6) 2019, numerous high ventricular rate episodes were transmitted remotely. The device dependent patient presented in clinic for evaluation. Pocket manipulation and isometrics did not indicate can on lead abrasion. It is suspected that there is a lead to lead insulation failure since the patient has three abandoned leads implanted. The patient experienced dizziness and palpitations. The noise caused inhibition of pacing. Lead extraction was discussed. No intervention has been performed.